Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia for approximately 16 hours despite a recent infusion set change, with support suggesting subcutaneous site scar tissue as a likely contributor and confirming normal device function; the user also had a history of not meal announcing, and education with a training link was provided with consideration for a factory reset. Symptoms included hyperglycemia. Outcomes included resolution of hyperglycemia after a guided site change, with blood glucose improving to 113 mg/dl on follow-up. Investigation included remote troubleshooting, review of device performance, and user education on proper use and site management. Investigation of this case revealed no device malfunction and indicated probable infusion site absorption issues consistent with scar tissue, with user technique and missed meal announcements identified as contributory use-related factors. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and patient-specific site issues.